Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous lactic acid results with instrument generated flags for one (1) pt sample on their synchron lx I 725 chemistry analyzer. An erroneously low lactic acid result (with instrument generated flag) of < 2.7 mg/dl was reported outside of the lab. There was no impact to pt treatment associated with this event. The pt sample was diluted and reassayed for lactic acid. A result of 27.4 mg/dl was obtained. An amended report was generated and reported outside of the lab.

Manufacturer narrative:
No other analysis results were impacted by this event. A field service call was not generated for this event. The root cause of this event was attributed to use error in misinterpreting the instrument generated flag. The customer was instructed on the proper steps to follow in response to an instrument generated flag. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.